Event description:
This report is based on information provided by bench engineer and is currently under investigation by the philips complaint handling team. Philips received a complaint on the tempus pro indicating during preventive maintenance while at the bench, an emergent issue was discovered. Per the bench engineer, the device charging port was damaged. There was no allegation of the device being damaged by the customer. No impact to patient and the resolution.